Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an unrelated ablation surgical procedure, this device oversensed noise because of the use of electrocautery which resulted in pacing inhibition for the patient. No changes were made and the device remains in service. No adverse patient effects were reported.